Event description:
Electrode impedance testing was performed intraoperatively using the portable cochlear implant tester (pcit). This test verifies the integrity of each of the electrodes in the electrode array. At the time of testing, electrode 5m was shown to have an impedance value of 0k ohm. Acceptable values for impedance readings when the ics is implanted should lie between 1k ohm and 100k ohm. Generally, whenever a value lower than 1k ohm is observed, the test is repeated. It is not known at this time whether or not this was done. Upon seeing the measurement for 5m, the implanting surgeon decided to remove the ics and use the back-up implant.